Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the ipg exhibited poor thresholds in several locations. It was also noted that during the final recapture attempt the recapture cone could not be aligned as intended and neither retrieval nor deployment of the device was possible. It was additionally noted that the delivery system appeared to be twisted. The system was not used and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.